Event description:
Have had 3 foley catheter bags from the bard surestep foley tray system with the dark green rubber drainage tube on the bottom separate from the bag in the last 4 days - 2 today causing urine to spill out on floor and requiring the bags to be changed.